Event description:
Information contained on the airlife broselow pediatric emergency reference tape for 2025 edition, 36-23446, rev3. Has an incorrect calculation. In the orange weight section, under increased intracranial pressure, mannitol (20%, 0.2g/ml), the dose states 26.5 g (131.3 ml). With a 20% solution (0.2g/ml) and dose of 26.5g, the dose in volume (ml) would be 132.5 ml. Resource documents 131.3ml. Both volumes are dosages are within a dose range for patients of these weights.